Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 55 mg/dl and treated with a snack. The customer reported that cause of the low bg was due to playing basketball.